Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID 8590-1 lot# n077591, product type accessory. (B)(4).

Event description:
It was reported that the catheter was dislodged from the ¿adaptor¿. Diagnostic methods included an MRI without contrast; the results were negative on 2009 (B)(6). A catheter access port (cap) contrast study was done on 2009 (B)(6); results were ¿disruption in catheter¿. The patient had experienced significant numbness and weakness in the left lower extremity. As a result surgical revision of the catheter connector occurred on 2009 (B)(6). The patient reportedly resolved without sequelae as of 2009 (B)(6). It was later reported event logs from 2009 were not available. It was then reported, the device system had been used to deliver dilaudid, bupivacaine and clonidine.